Event description:
It was reported that after completion of a da vinci si cholecystectomy procedure performed on (B)(6) 2013, the patient was found to have sepsis on (B)(6) 2013. According to the initial reporter, a physician's assistant, the surgeon performed lysis of adhesions with laparoscopic equipment before completing the da vinci si cholecystectomy procedure. On (B)(6) 2013, the initial reporter checked on the status of the patient and discovered that the patient had sepsis. The patient subsequently underwent open surgery on an unspecified date and two enterotomies in the bowel were found. The initial reporter indicated that the surgeon was not sure how the injuries occurred. According to the initial reporter, the surgeon speculated that the injuries possibly occurred during lysis of the adhesions or during placement of ports. The initial reporter indicated that the patient was on a ventilator and had developed renal failure.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complications experienced by the patient. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. On (B)(4) 2013, isi contacted a risk manager at the site. The risk manager indicated that the patient was still hospitalized. However, she was unable to provide any additional information regarding the reported event. On (B)(4) 2013, isi contacted the isi clinical sales representative (csr) assigned to the site. The csr indicated that he was present during the surgical procedure. Prior to the da vinci si cholecystectomy procedure, the surgeon performed a ventral hernia repair procedure laparoscopically and also removed adhesions. After completion of the hernia repair, the surgeon placed incision ports for the da vinci surgical procedure under direct visualization. According to the csr, the da vinci surgical procedure was completed without any intra-operative complications. The csr did not know how the patient's bowel injuries occurred. The csr also stated that no malfunction of the da vinci si system, an instrument, or an accessory was observed during the surgical procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the planned surgical procedure. This complaint is being reported due to the following conclusion: the initial reporter indicated that the patient developed sepsis and had sustained two bowel enterotomies after undergoing a ventral hernia repair performed laparoscopically and a da vinci cholecystectomy procedure. However, at this time, it is unknown how the patient's injuries occurred.